Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters, nc trek rx, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported inflation issue and balloon rupture appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly tortuous, and mildly calcified eccentric lesion in the mid right coronary artery. Prior to use, the 5.0x12mm nc trek balloon dilatation catheter (bdc) was prepped inside of the anatomy. The bdc was being used to post-dilate the lesion; however, the balloon would not inflate during the initial attempt. A balloon rupture was suspected. The procedure was successfully completed with a non-abbott bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.